Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. It was reported that the patient underwent a gastrectomy procedure on (B)(6) 2017 and the suture was used for closure. During the procedure, the needle broke in two halves exactly in the center and fell into the cavity. There was no additional tissue damage due to searching for the needle piece. It was also reported that the broken needle was removed using c-arm and there was no delay in the procedure time. Additional information has been requested. Attempts are being made to obtain more additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Is a piece of the needle from product code vp2347 retained in the patient? Additional information was requested and the following was obtained: a product code: vp2347 was noted on the synergy report. ¿ broken sample was not retained. Was this needle broken: vp2347 as well ? - yes. And was it believed to have been retained? - it was not retained. If retained in the patient, what tissue structure was it retained in? ¿ no idea. Or was it removed from patient during initial procedure? ¿ yes it was removed using c -arm. Is there a needle piece retained in the patient at the current time? ¿ no idea. If there is a needle piece is currently retained, what structure is it retained in? ¿ no idea. Are there any plans to remove the retained piece? - retained piece is removed and the same has been sent to you. Are there any adverse patient consequences? ¿ no delay in the procedure time.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Product code: vp2317 was noted in the event description as needle breaking. A 2nd product code: vp2347 was noted on the synergy report. Was this needle broken on vp2347 as well ? And was it believed to have been retained? Or removed from patient? Additional information was requested and the following was obtained: was the needle piece removed, and how? ¿ no needle piece was not removed. Were x-rays taken to locate the needle piece(s)? -no. Was the patient brought back to operating room to have needle removed or was the needle removed during the initial procedure? ¿ no, needle popped out as it broke during the procedure. It fell on the ot theatre and circulating nurse picked up the needle. Was there any additional tissue damage as a result of searching for the needle piece? ¿ no. Was more than half the needle retained in the patient? - yes.

Event description:
It was reported that the patient underwent a gastrectomy procedure on (B)(6) 2017 and the suture was used for closure. During the procedure, the needle broke in two halves exactly in the center and fell into the cavity. There was no additional tissue damage as a result of searching for the needle piece. It was also reported that more than half of the needle retained in the patient. Additional information has been requested.

Manufacturer narrative:
One representative sample was received for evaluation. The intact representative sample was inspected for appearance test and it was found to meet the specification requirement. Five retain samples were retrieved for analysis. The needle retain samples were visually inspected for physical appearance like curvature, tip, etc. Attribute defects such as bend, cracked barrel and were found satisfactory. No defects were observed in the retain sample. These retain samples were tested for stiffness & ductility and found to meet specification.